Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial (ra) lead had high capture thresholds which ultimately led to failure to capture. The patient was asymptomatic. The ra lead was explanted and replaced. The patient was stable throughout the procedure.